Event description:
Unit was returned to manufacturer for repair. Initial complaint was that unit's outlet port was burnt. Follow-up contact with the customer was that there was smoke coming from the back of the unit and when the power cord was removed from the ac inlet the cord broke, leaving part of the cord inside the ac inlet.